Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock in two episodes. This system was tested in clinic and noise was able to be reproduced with manipulations of the sense b electrode. X-rays were completed with no indication of damage and system placement confirmed. This system was then reprogrammed from the primary to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.